Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to high impedances. An or cable was used to determine which device was causing the issue, and the lead extensions were identified as the source. During removal of the lead extension, it snapped in half, requiring use of a c-arm to locate the bifurcated portion in the patient's neck. The physician made a small incision on the lateral aspect of the neck and successfully removed the fragment. It was decided to upgrade the implantable pulse generator (ipg) during the surgery. Both the lead extension and ipg were replaced, and impedances remained within normal limits throughout closure. The patient's post-operative status is unremarkable. The explanted devices will not be returned to boston scientific, as they were disposed of at the hospital.